Event description:
During a hip surgery on (B)(6) 2013, as the surgeon was percutaneously pinning the hip with 7.3mm cannulated screws, the large quick coupling instrument would not open. The surgeon was able to use a regular chuck and the surgery proceeded normally with no harm to the patient reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted. Visual investigation shows damage and marks of forcible use on the coupling shaft as well as in the receiving bore for the attachments. The coupling sleeve is seized on the shaft. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by extensive use.